Manufacturer narrative:
This complaint is confirmed. The device was not returned for investigation, however pictures were provided by the customer. Review of the pictures show four (4) sutures with the ends frayed on each suture. The sutures are loose and not attached to the inserter or any anchors in the picture. This batch number is within scope of ncr-16305 which was related to sutures fraying during use due to a manufacturing defect. Please refer to ncr-16305 for further details.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a double loaded swivelock arrived with shredded sutures, appearing like they had de-threaded right where the tigertail portion of the suture met the solid colored portion of the suture. This was noticed when trying to slide the sutures back and forth after implantation during a rotator cuff repair. The case was completed by leaving the anchor implanted, and used a new one by punching in the same hole and was able to remove small pieces and implant another anchor in the same location.